Event description:
Multiple bracco single CT injector kits have malfunctioned during use. The first incident was [redacted]-at the end of january with an injector malfunctioning while loading the injector. Second incident was the injector kit had malfunction or was processed broken prior to opening the package.